Event description:
It was reported that patient experienced infusion set bent cannula issue, which led to high blood glucose level measuring 400 mg/dl and was treated with manual correction event on (B)(6) 2026. The infusion set was in use for two days and the site of insertion was on lower back.

Manufacturer narrative:
E1: name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.